Event description:
The customer reported to olympus, during routine testing, the tracheal intubation fiberscope tested positive for over 150 colony forming units (cfus) of pseudomonas aeruginosa and stenotrophomonas maltophilia. All channels were sampled. Sampling occurred at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The scope has been returned to olympus for evaluation and the evaluation is in process. Prior to being received by olympus, the scope had been sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices (see b5), results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the bending section rubber glue was worn out and discolored and the biopsy channel was slightly deformed. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation with no germs found. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The user provided their cds practices of the subject device no detergent is used for pre-cleaning. The device is manually processed with an asept in med (ref 201780) model cleaning brush and ddng by frank labs detergent. The device is processed in a soluscope 4 automated endoscope reprocessor (aer) with soluscope cln detergent and soluscope paa disinfectant. The device is stored horizontally in a sterile cabinet/drawer. Olympus is the maintenance provider of the subject device.